Event description:
Nicview 1.0 mounting pin - customer stated the arm mounting pin broke in three nv1 arms over the past few weeks but none of them fell around or on a baby. No injuries reported.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). UDI number: not applicable. Customer was asked to return the product to natus for evaluation and also to return the adverse event questionnaire. Customer checked yes to was a patient involved at the time of the incident. Follow ups ongoing for further information. Related CAPA (B)(4). Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint per hazard ID line b4 in (B)(4) risk analysis for nicview spreadsheet, severity -3, the risk is considered low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). Customer provided completed ae questionnaire. Customer will try to locate the broken mounting pins and ship back. Various requests were sent to the customer requesting them to return the affected product. The product was not returned. Faillure confirmed: no investigation result code: n/a. Closure rationale: complaint could not be verified, monitor for future occurrence. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Nicview 1.0 mounting pin - customer stated the arm mounting pin broke in three nv1 arms over the past few weeks but none of them fell around or on a baby.. No injuries reported.